Event description:
Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The ventilator failed several test during puc; internal leakage, pressure transducer and flow transducer test. The nozzle unit for the o2 gas module was found defective and replaced. The device logs were not received and no parts have been returned for investigation as the part was discarded at customer end. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator did not pass pre-use check due to multiple fails. There was no patient involvement. Manufacturer ref.#: (B)(4).